Event description:
Two novasure ablation devices opened and attempted to use on patient without success. Numerous attempts at trouble shooting were made. Both novasure devices were not passing the cavity assessment and thus not enabling the ablation mode. Initial troubleshoting attempts included calling and paging our territory cytyc rep with no answer. Further attempts included calling the cytyc application specialist & physician colleagues. Outcome was that the procedure was not performed.